Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+. A triclip steerable guide catheter (tsgc) was prepared per instructions for use (IFU). However, after de-airing and when inserting the dilator into the tsgc hemostatic valve, a loss of fluid column was observed. The 3-way-stop cock, extension tube, and syringe were removed and replaced, but air continued to enter the system. Therefore, the tsgc was not used and was replaced. A new tsgc was then inserted, and the procedure was continued. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw was then inserted, advanced to the tricuspid valve, and deployment steps were performed. However, after the shaft detached, the dc shaft jumped to septal direction. A transesophageal echocardiogram (tee) revealed a jet on the posterior leaflet, next to the second clip, which was not observed prior to deployment. In the physician¿s opinion, the clip may have perforated the posterior leaflet. No additional clips were implanted, and the tr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All information was investigated, and a cause for the unintended movement associated with the dc shaft jumping resulting in unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.